Manufacturer narrative:
The following fields were updated with corrections: b1. Adverse event/product problem: adverse event, product problem b2. Outcomes attributed to ae: required intervention d4. Catalog#: ft24bn50ngf049n d4. Lot#: gb017449 d4. Expiration date: 03-feb-2029 h1. Type of reportable event: serious injury h4. Device mfg date: 06-feb-2024 h6. Health impact code: f1905, f2301 d9. Date returned to mfg.: 14-jun-2024. H6. Investigation codes: updated investigation summary: received one custom 5.0 flextend with a fixed connector, tts cuff, and 60 mm 1b length. There was no part or lot number provided. Using the limited information in the complaint description and identifying the product characteristics of the returned part (ID size 5.0 mm, no parylene coating (n), fixed connector (g), neck flange type (f) and length 60 mm), a search of all part numbers that contained ¿50ngf¿ were reviewed until one was found that the part number had a length of 60 and patient initials that corresponded to tc. The part number for the returned product was identified as ft24bn50ngf049n. There have been three lots manufactured for this part number: gb017449 mfg date 06-feb-2024 qty 3, gb020748 mfg date 29-april-2024 qty 1, and gb020775 mfg date 25-april-2024 qty 3. According to the complaint details, the incident occurred on 23-apr-2024, which indicates that the lot number would be gb017449, which was the only lot number manufactured prior to the complaint. The two other lots were manufactured after the complaint. Per visual inspection, there were two cracked ribs attached to the center platform. Gently pulling the top of the connector away from the silicone hub revealed that three ribs were separated from the base of the connector ledge. Only one rib appeared to be intact between the base of the connector ledge and the center platform. The rib between the bottom platform and the center platform directly below the intact rib was also observed to be cracked. Based on the appearance of how the connector was cracked almost completely around the hub perimeter, it is likely that the device may have been forcefully disconnected from a breathing accessory without the use of the supplied disconnect wedge. The investigation confirmed that the connector was broken, but it did not conclude that it was the result of a manufacturing defect. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the rn discovered a crack in the trach tube between the silicone area and where the grey piece was. Patient is stable and trach changed at bedside. The incident happened on (B)(6) 2024 while in use with the patient in the hospital. There was medical intervention required. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.